Event description:
Pt had previously undergone a left modified radical mastectomy with a silicone gel implant reconstruction. Capsular contracture of left breast required removal of implant and surrounding capsule which was followed by free tram flap breast reconstruction. A well formed capsule, which was moderately thickened, surrounded the implant. After removal the capsule was incised and the implant was found to be covered with a sticky gel-like material within the capsule.